Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported readings taken on (B)(6) 2015: at 10:17 pm, received reading of 97 mg/dl on her meter. At 10:18 pm reading of 86 mg/dl on her meter. At 10:18 pm reading of 162 mg/dl on husband's meter. At 10:20 pm tested on her meter, reading of 94 mg/dl. At 10:25 pm reading of 175 mg/dl on husband's meter. The customer used the same vial of strips for both meters. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.